Event description:
Customer reported that the insulin pump returned an error message and insulin was squirting out during manual priming. During troubleshooting, the customer reported that the insulin pump's drive support cap was sticking out. Blood glucose level was 290 mg/dl at the time of the call.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and unable to prime at 4.0lbs during prime test, due to protruded and loose drive support disk. Insulin pump had a cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.